Event description:
It was reported the device could not be interrogated and a message stated an electrical reset had occurred. Each time the doctor tried to clear the reset message, he was stopped by another message "no telemetry, reposition programming head and try again", but there was a magnet response of 65 bpm. The device was explanted and replaced. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary a loss of telemetry was confirmed. Attempts to communicate with the device using programmers were unsuccessful. All other functions of the device were normal. A power on reset (por) was intentionally forced, which subsequently restored telemetry. Attempts to re-induce the loss of telemetry were unsuccessful. Because the no telemetry condition was cleared during analysis, the root cause of the anomaly could not be determined.